Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section e1: telephone number: (B)(6). Device evaluation: a field service engineer (fse) visited site and did some troubleshooting and replaced the pi brake assembly. System performing to specification. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during the procedure, the catalys system displayed error code 03-005 (lock not fully engaged). Upon follow-up, it was confirmed that the procedure was not completed during the same visit. There was no patient injury, and no medical intervention was required. No additional information was provided.